Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported a high blood glucose (bg) of 516 mg/dl. The ilet showed a ¿high bg¿ and ¿insulin low¿ alert (18 units remaining), but insulin delivery continued while bg levels rose. The agent guided the user's mother through a full supply change and identified air and insulin leakage in the cartridge and connector, caused by attaching the connector before inserting the cartridge. Insulin delivery resumed successfully, and a finger stick showed bg at 488 mg/dl and trending down. The highest blood glucose (bg) recorded was 516 mg/dl. The user's reported symptoms during the event include feeling dizzy and tired. Bg was corrected with a supply change, and no medical intervention was required at the time of call.